Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced angina. Details of the index procedure are unknown. The 53% stenosed target lesion being treated was 3.77mm in diameter, 1.61mm long located in the mid left anterior descending (lad). The patient was treated with an unknown size taxus liberte stent. In october 2010, the patient experienced angina and ischemic symptoms was noted. A target vessel revascularization (tvr) was performed with ballooning and the placement of an unknown taxus liberte stent. Residual stenosis was 0% with timi 3 flow noted. No patient complications were reported and the patient's condition recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that during the index in (B)(6) 2009, a new lesion located in the mid left anterior descending (lad), was 75% stenosed, 3.5mm in diameter and 20mm long. The lesion was treated with direct placement of a 3.5x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow kept through the procedure. The patient was discharged 2 days later without complication on aspirin and clopidogrel bisulfate. Post index procedure, the patient experienced unstable angina and the lesion in the mid lad was 75% stenosed, 3.5mm in diameter and 12mm long corrected from 3.77mm in diameter and 1.61mm long as previously reported. The patient was discharged 2 days later.